Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left covidien facility in this condition.

Event description:
The customer reported that the surgeon would grasp tissue with the device and then the re-grasp alarm would occur. The device was returned for investigation with a broken and missing snap pin. The site was notified of a missing piece and verified that the snap pin did not fall into the pt cavity.